Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose went over 400 mg/dl, which was treated with an insulin pen. Troubleshooting was performed. The drive support cap appeared normal. Customer also stated she received a button error on the insulin pump when her blood glucose was 75 mg/dl. The customer also stated she had a low blood glucose of 63 mg/dl, for which she had treated, but declined troubleshooting for low blood glucose. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. Unable to perform functional testing due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.